Event description:
This unsolicited device case from canada was received on (B)(4) 2014 from a patient. This case involves a (B)(6) male patient who experienced pain of left knee, stiffness of left knee and swelling of left knee after receiving treatment with synvisc one which did not work. The patient had received cortisone injections in the knee in the past and they worked very well for about 6 months. No medical history was reported. Concomitant medication included unspecified pills for high blood pressure. On an unknown date in (B)(6) 2014, the patient commenced treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) into left knee for pain in left knee. It was reported that synvisc one did not work. On unknown dates in (B)(6) 2014, the patient had pain, stiffness and swelling of left knee. On (B)(6) 2014, the patient had an injection of cortisone in the knee and indicated that it worked immediately and the pain was gone. It was reported that the pain lasted for 7 weeks. Outcome: recovered/ resolved for pain of left knee, stiffness of left knee and swelling of left knee. A pharmaceutical technical complaint (ptc) was initiated global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention for pain of left knee, stiffness of left knee and swelling of left knee (cortisone administered). Additional information was received on (B)(4) 2014. Ptc investigation results were added.